Manufacturer narrative:
The device was returned with scratches and site stickers. A rattling like noise could be heard from inside when the device is shaken. The battery door is missing. Evaluation confirmed the unit does not sound when in use with a sensor pad or magnet due to a faulty speaker. Based on the age of the device, it is likely normal wear and tear contributed to the malfunction. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. The IFU states to check alarm function every time before leaving patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported the alarm does not sound when the patients weight is removed from the sensor pad. The date the issue was discovered is unknown and no patient incident or injury was reported.